Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 3bpeh02c for evaluation. An in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was noy provided. The model # (d4) was not provided.

Event description:
The customer from switzerland reported that he performed blood glucose testing with the contour next one meter and obtained readings of 8.8 mmol/l at 10:39 p.m., 2.4 mmol/l at 10:44 p.m., 12.2 mmol/l at 10:46 p.m. And 2.3 mmol/l at 10:54 p.m. The customer was experiencing symptoms of hypoglycemia. The customer consumed 5 cookies and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. The customer will receive the replacement product from local pharmacy. Ascensia has sent the replacement product to pharmacy.